Event description:
This serious spontaneous report was received from sales rep via physician in the united states. A male pt experienced aneurysm after administration with euflexxa ((B)(4)) for an unk indication. In (B)(6) 2012, the pt received his first euflexxa injection for an unk indication. In (B)(6) 2012 (exact date unspecified) that night after euflexxa injection the pt had an aneurysm and was hospitalized. Treatment, action take with euflexxa and the outcome of the event was not specified. No further info was provided regarding the hospitalization or discharge dates. Medical history was not provided. Concomitant medication was not provided. Follow-up info was requested. If new significant info is received a re-evaluation of the case will be performed.